Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision procedure during which the ipg was explanted and replaced. The physician assessed that it was necessary to replace the ipg due to the duration of time it was implanted and the device had become unusable for the patient. There were no patient complications postoperatively. Additional information was provided that specified the patient experienced difficulty charging thus becoming unusable for the patient and led to the ipg revision procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision procedure during which the ipg was explanted and replaced. The physician assessed that it was necessary to replace the ipg due to the duration of time it was implanted and the device had become unusable for the patient. There were no patient complications postoperatively. Additional information was provided that specified the patient experienced difficulty charging thus becoming unusable for the patient and led to the ipg revision procedure.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics and was able to be charged in one four-hour cycle without any anomalies. The ipg passed all visual and functional testing. However, the data log revealed that the thermistor had been triggered multiple times. A product labeling review was conducted and it determined that the charger should be well ventilated and should not be used if the ambient temperature exceeds 35 degrees celsius, as documented in the instructions for use (IFU). Therefore, engineers concluded that the probable cause of the event was failure to follow the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision procedure during which the ipg was explanted and replaced. The physician assessed that it was necessary to replace the ipg due to the duration of time it was implanted and the device had become unusable for the patient. There were no patient complications postoperatively.